Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that when the doctor used the rsr wrench to thread the fixture mount attached to the implant into the prepared osteotomy that the hex connection of the fixture mount broke. The doctor replace the implant with a new from his inventory to complete the procedure.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection via naked eye and camera magnification revealed the hex connection of the mount was fractured. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the product experience report (per). The patient was noted to have moderate density (type ii) bone. The reported device was intended for tooth site 30 when the event occurred. Picture/x-rays: a device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that when the doctor used the ratchet wrench to thread the fixture mount attached to the implant into the prepared osteotomy that the hex connection of the fixture mount broke. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined.